Event description:
Pt reportedly on nellcor puritan bennett ventilator and pulse oximeter and healthdyne monitor. (Ventilator in CPAP mode). Report states oximeter was alarming and when checked, oxygen saturation read 50%; there was heart rate, but no respiration, however monitor was not alarming. Pt was cyanotic and unresponsive; CPR performed and pt transferred to hosp. Pt has been unresponsible since and is reported to have brain damage. No further info is available.